Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was duplicated and attributed a damaged battery to pace/ defib engine cable. The cable was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.